Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 1553201035, 510k# k113174 and upn (B)(4) is available for the market. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Levels operated: l3/l4-il pre-op diagnosis for initial surgery- pelvic fracture pre-operative diagnosis for this procedure: pelvic fracture. Procedure used: diaplasis (refixation) of pelvic fracture, l3l4-il fusion it was reported that the patient underwent an unknown initial surgery. Post-op, the cranial side rod fixing the iliac bone backed out on both sides and pelvis fractured. On (B)(6) 2018, patient underwent a revision surgery for re-fixation. It was recognized that bone fusion was necessary, so extension was decided to be performed by re-fixation. No patient complications were reported as a result of the revision surgery.

Manufacturer narrative:
Product analysis: two sets screws and a rod were returned for analysis. There did not appear to be a mechanical failure of any of the items returned. It is noted that one of the set screws shows signs of the rod being over angulated in relationship to the bone screw. This is shown by the angle of the witness mark on the set screw node. If the rod was not fully seated in the saddle of the bone screw saddle the set screw could back out. If information is provided in the future, a supplemental report will be issued.